Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 102 mg/dl. The customer states had a crack near the reservoir compartment. The insulin pump will be returned for analysis.